Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were going in tomorrow to check the pump because lately they were taking out 9 ml versus 6 ml, and they shouldn¿t have that much left. Per the patient, they were going to be doing an ultrasound to check it because their healthcare provider wanted to check that the catheter wasn¿t clogged up. During the call, the patient mentioned that they were having pain, and the issue began in (B)(6) 2025. Additional information was received on 12/01/2025 from a healthcare provider who reported that a catheter dye study was performed on (B)(6) 2025 with evidence of obstruction. A catheter revision surgery was performed on (B)(6) 2025. With regards to the status of the affected device, the healthcare provider indicated that the device was not explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that previously their catheter the lines were stopped up and they had to clean them out because the medicine got crystallized.